Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was sized with a perimeter of 107 and an annulus between 31 and 32, which falls outside the sizing range. The patient had a type 2 bicuspid valve with heavy calcium. The valve was pre-dilated with a 22 millimeter (mm) balloon. The valve was loaded successfully. The valve was deployed to 80% and recaptured two times due to a deep position on the left coronary cusp (lcc). A third partial recapture occurred and the valve was moved upwards in an attempt to secure a higher position. The valve was then fully recaptured. On the third deployment, an infold was noted the physician attempted to open the valve deeper in order to remove the infold but the infold remained upon recapture. The valve was removed from the patient. A second valve was attempted. The valve was recaptured three times for positioning issues similar to the first valve. In addition, an infold was also noted on the third recapture with this valve. Per the physician, the transcatheter skirts were not able to withstand the bicuspid native valve and heavy calcium. The valve was removed and a new valve was used. The valve was successfully deployed on the first attempt. A small area of constraint around the valve waist was noted due to the calcium with mild-moderate aortic regurgitation, as reported likely paravalvular leak (pvl), noted on echocardiogram. A post balloon aortic valvuloplasty (bav) was performed with a 24 mm balloon and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in a heart valve return kit, inside its original jar submerged in clear solution. The valve was discolored showing evidence of blood contact and appeared slightly compressed. All leaflets were flexible and appeared intact. All leaflets exhibited signs of creases and imprinting; conditions resulting from the crimping and recapturing process. Leaflet 1 (l1) appeared to be in a closed position while leaflets 2 (l2) and 3 (l3) were partially open. All commissure appeared intact. The valve was submerged in warm saline to reset the frame. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Two static images and one media file were submitted to medtronic for review. This was off-label use for the medtronic valve as IFU sizing for the 34 mm is 81.7mm-94.2mm perimeter and a 26mm-30mm annular diameter. No patient summary or valve loading was provided for review. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the patient was sized with a perimeter of 107 and an annulus between 31 and 32, which falls outside the sizing range. In addition, as reported, the patient had a type 2 bicuspid valve with heavy calcium. These two reasons could be contributing factor for infolding. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.